Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03447, 3006705815-2019-03448, 1627487-2019-10129. It was reported the patient was admitted to the hospital due to a suspected infection. Diagnostics indicated that the patient had a stitch abscess at the lead site. The patient was discharged and prescribed antibiotics. Follow-up information indicated the abscess healed over time and issue has resolved. It is unknown which device is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.